Event description:
The customer reported that the device fails opcheck and won't deliver energy in any mode.

Manufacturer narrative:
(B)(4). The customer reported that the device fails opcheck and won't deliver energy in any mode. There was no reported pt involvement. The device was evaluated at philips. The symptom was verified. The issue was localized to the therapy pca which was replaced to resolve the issue.